Manufacturer narrative:
During further investigation, a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. Exhaustive testing of the returned board revealed no failures. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported battery failed alarm occurred. The v60 unit was operating on ac power when the alarm occurred. Biomed replaced the unit with an alternative. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The unit was received at the international service center. The technician inspected the unit and the reported battery failed alarm was confirmed. Battery and power management board were replaced .